Event description:
It was reported that while running bd facscalibur¿ flow cytometer waste leaked outside of the instrument. There was no impact to user. The following information was provided by the initial reporter, translated from polish to english: a user reported that after completing the study, he noticed that the needle was dripping. 1. Was the leak fluid or air? (If fluid, go to question #2. If air, no further questions required.) :liquid. 2. Was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.): not contained. 3. Was there spray of fluid under pressure? (If yes describe the fluid that sprayed then go to question #7, if no, go to question #4) :no. 4. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard, go to question #5) 5. Did biohazard leak before or after waste line? (If before waste line, go to question #7. If after waste line, go to question #6) 6. Was the waste mixed with decontamination or bleach? (If no, go to question #7. If mixed with decontaimination, no further questions required.) : no. "7. Was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no contact, no further questions required.): no.

Manufacturer narrative:
H6: investigation summary: scope of issue: the scope of issue is only limited to facscalibur cytometer 4 color basic ivd, part # 342975, serial # (B)(6). Problem statement: customer reported complaint of a waste leakage without bleach not contained (outside instrument) manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 29nov2020 to 29nov2021. Complaint trend: there are 5 complaints related to the issue of a waste leakage not contained within the instrument, date range from (B)(6) 2020 to (B)(6) 2021. Manufacturing device history record (DHR) review: DHR part #342975 serial # (B)(6), file # 342975-342975-e34297502087-100035072-12, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the waste leakage not contained within the instrument was due to a worn pressure switch and blocked waste line. The customer had reported that after operating the instrument, the needle started dripping. Due to the potential for waste leakages and carryover, an fse (field service engineer) was sent onsite to perform the repair. The fse confirmed the issue and found that the 10psi pressure switch (pn 349532) was broken and a waste line behind the biohazard pump (pn 343585 / 343664) was clogged. These parts were replaced and no further leaks were observed. No parts were requested for evaluation as the replaced parts are not returnable and were discarded. After the repair, the fse cleaned and adjusted the measuring cell and optics. Facscomp, lw, and lnw control tests were performed with no abnormalities. Although the leakage was of a biohazardous material, the customer confirmed that there was no contact with the leakage and thus they were not harmed in any way. Additionally, the leakage was not in the form of a spray and thus did not significantly increase the risk of exposure. This instrument was being used for clinical diagnoses but there was no impact on the treatment of any patients. Proper daily and monthly cleaning and maintenance can help maintain a healthy system and prevent clogs within the fluidics. These instructions can be found in the bd facscalibur¿ instructions for use, 23-12911-02 rev. 1/vers. A. The safety risk is moderate, s3, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2012. Defective part number: 349532 - assy switch pressure 10psi. Work order notes: subject / reported: 342975 - facscalibur cytometer 4 color basic ivd - dripping from needle problem description: a user reported that after completing the study, he noticed that the needle was dripping. Work performed: system operation control. The biohazard pump power supply was checked, the 10psi pressure switch was broken (opening in the nc line) and replaced with a new p / n: 349532. A blocked waste line behind the biohazard pump was found and replaced with the new p / n: 343585 and 343664. No leaks were observed (vent valve in the change tank position). The measuring cell was cleaned and washed, the optics were cleaned and adjusted, the operating pressure was checked, the facscomp lw, lnw control was performed - correct result. The device is technically efficient, inspection according to the schedule is recommended. Cause: 10psi pressure switch broken, waste line blocked. Solution: replacement of the above-mentioned components returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part # 342973-01ra, rev. 01/vers. A, bd facscalibur failure mode and effect analysis was reviewed. The severity rating in this file is ¿5¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 rev. 12/vers. J, whereby a waste leak is obvious or indicated by additional (warning) information and hence the impact to the patient is negligible to none. The current mitigations are adequate with rpn under acceptable range. Hazard(s) identified? Yes or no. Item: droplet containment module, function: to contain droplets, potential failure mode: droplets not contained, potential effects of failure: all of the sample is, potential causes/mechanisms of failure: pump not properly sealed, current controls: n/a, recommended actions: n/a, responsible party: n/a, target completion date: n/a, actions taken: n/a, sev: 5, occ: 5, det: 1, rpn: 25. Mitigation(s) sufficient: yes or no. Root cause: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a worn waste pressure switch and a blocked waste line. Conclusion: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a worn waste pressure switch and a blocked waste line. The fse confirmed the issue and replaced the broken pressure switch and waste line. They then cleaned and washed the measuring cell, then cleaned and adjusted the optics. After the repair, the instrument was tested and functioning as expected with no further leakages. No one was harmed or injured, and no further leaks occurred. The safety risk is moderate, s3, and there was no impact to customer health or safety.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while running bd facscalibur¿ flow cytometer waste leaked outside of the instrument. There was no impact to user. The following information was provided by the initial reporter, translated from (B)(6) to english: a user reported that after completing the study, he noticed that the needle was dripping. 1. Was the leak fluid or air? (If fluid, go to question #2. If air, no further questions required.) Liquid. 2. Was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.) Not contained. 3. Was there spray of fluid under pressure? (If yes describe the fluid that sprayed then go to question #7, if no, go to question #4) no. 4. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard, go to question #5). 5. Did biohazard leak before or after waste line? (If before waste line, go to question #7. If after waste line, go to question #6). 6. Was the waste mixed with decontamination or bleach? (If no, go to question #7. If mixed with decontamination, no further questions required.)no. "7. Was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no contact, no further questions required.)no.